Manufacturer narrative:
Conclusion: the device history records for both valves were reviewed. The devices met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this event, the existing surgical valve may have had an impact on sealing or the position of the transcatheter valve may have been suboptimal. Cine image showed that the valve had dislodged superior to the surgical valve annulus. Potential factors that can influence a valve to dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the valve may have been dislodged by the cardiopulmonary resuscitation (CPR). Valve dislodgement events are typically not related to a device malfunction. Subsequently, a second valve was implanted 7mm distal to the surgical valve and a post-procedural echocardiogram noted mild pvl. Mild pvl typically has minimal impact on the patient and is generally deemed as an acceptable residual condition. The physician suspected that as the dcs passed through the previous surgical valve it may have torn a leaflet causing the aortic regurgitation (ar). Without any cine images to review, the relationship between the dcs and the ar could not be conclusively established. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-23-us, serial/lot #: (B)(4), ubd: 07-oct-2020, UDI #: (B)(4). Product ID: envpro-14-us, serial/lot #: (B)(4), ubd: 05-apr-2020, UDI #: (B)(4). Product analysis: the valves remain implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) passed through a previously implanted surgical valve annulus, the patient went into ventricular fibrillation. The device was pulled back out of the annulus and cardiopulmonary resuscitation (CPR) and defibrillation began. The patient remained in ventricular fibrillation and a cine image revealed severe aortic regurgitation (ar). The physician decided to deploy the valve. The base of the valve was placed 3-4mm distal to the previous surgical valve. Severe paravalvular leak (pvl) was noted after the valve was deployed. The valve was post-dilated with a balloon aortic valvuloplasty (bav) which resolved a majority of the pvl. The patient remained in ventricular fibrillation thus CPR and defibrillation were continued. A second cine image was taken, which revealed the valve had dislodged superior to the surgical valve annulus. A second valve was positioned 7mm distal to the surgical valve. The patient was placed on bypass and was successfully defibrillated back to a regular rhythm. A post procedural echocardiogram noted mild pvl. The physician suspects as the dcs passed through the previous surgical valve it may have torn a leaflet causing the ar. No additional adverse patient effects were reported.